Event description:
Customer reported that the IV tubing was installed into the pump module, the door was closed and a "free flow condition" was reported to have occurred. The module was turned off and the tubing was not connected to the pt. The nurse quickly closed the roller clamp on the tubing. The IV tubing was discarded. Product was not on pt at the time of the event. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer's experience of free flow upon set installation was not confirmed. The pump module event log does not have any events recorded for (B)(6) 2014. The last time the device was in use was on (B)(6) 2014. An infusion was programmed to run at a rate of 500 ml/hr with a vtbi at 1:32 pm. At 1:59 pm, the device alarmed for door opened, followed by a check IV set alarm. At 2:00 pm, the device was channeled off. There were no errors recorded in the pump module error log. The returned pump module was received in overall good condition with no anomalies noted. Functional testing performed found the pump module to be delivering fluid within specification. Attempts to replicate the customer's experience of free flow were unsuccessful. The root cause of the customer's experience of free flow upon set installation was not identified.